Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that on the same day, the patient experienced a low blood glucose (bg) of 56mg/dl with confusion and cognitive impairment. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require assistance of a third party. The patient reportedly remained on the pump. The reporter noted that the patient had bolused but delayed eating after the bolus. Troubleshooting also found that the bolus type had been incorrectly programmed. The patient was referred to their healthcare provider for diabetes management. Although diabetes management factors were found to be involved in the alleged bg excursion, this complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump in incorrectly programming the bolus type.